Event description:
The pt's family member reported the they performed a blood glucose test on the pt with the suspect device. Pt obtained a result of 70mg/dl. Pt later showed signs of hypoglycemia. Family member gave pt "diabetic pills" and called 911. Family member retest and the result was 165mg/dl. Upon arrival the emergency medical technician checked pt's glucose and it was lo. Pt was transported to the hospital and a lab value was 30mg/dl. Pt then received treatment with a glucose IV. Level 1 glucose control was used on the system and the control was in range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.